Manufacturer narrative:
(B)(4). The customer did not have any test strips left to return.

Event description:
The customer complained of high erroneous inr results on coaguchek xs meter serial number (B)(4). The customer initially tested at 8:20 a.m. And the result was 5.3 inr. The customer retested at 10:00 a.m. And the result was 2.9 inr. The customer didn't know if the same finger was used for these tests or if different fingers were used for each test. On (B)(6) 2018 the customer tested at 12:30 p.m. And the result was 6.1 inr. The customer retested at 12:31 p.m. On a different finger and the result was 2.7 inr. The customer thinks the results of 2.9 inr and 2.7 inr are correct. No treatment was received. The customer's therapeutic range is 2 ¿ 3 inr. No adverse event occurred. The customer feels fine. The customer does not have any hct issues and does not have antiphospholipid antibodies. The customer is not on heparin or other direct thrombin inhibitors. The customer has been on prednisone and cefuroxime axetil recently for pneumonia. The customer has not had any diet changes and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation, however the customer does not have any of the test strips left to return. The meter was returned. The test strips were not returned. The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.6 inr , donor 2 inr: 2.3 inr . Donor 1 hct: 40% , donor 2 hct: 44% . Donor 1: retention meter with master lot strips: 2.6 inr , customer meter with master lot strips: 2.6 inr . Donor 2: retention meter with master lot strips: 2.3 inr , customer meter with master lot strips: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications. The results alleged by the customer were not found in the memory of the meter. Additional discrepant results were identified in the memory of the meter with a date of (B)(6) 2013. The result at 8:52 a.m. Was 2.7 inr and the result at 8:45 a.m. Was 4.4 inr. The strip lot for these results is not known. Relevant retention test strips (lot 266836) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. The investigation was unable to find a definitive root cause.